Event description:
The database analysis performed identified a bluetooth fault code when charging the spinal cord stimulation (scs) implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and returns to normal operation. The ipg remains implanted in the patient and delivering therapy. Information regarding the implant date is unable to be obtained despite good faith efforts.

Manufacturer narrative:
Correction to the initial MDR in blocks: b6, d6a, h7 and h9.

Event description:
The database analysis performed identified a bluetooth fault code when charging the spinal cord stimulation (scs) implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and returns to normal operation. The ipg remains implanted in the patient, delivering therapy.